Event description:
It was reported that a user of the ilet experienced both hyperglycemia and hypoglycemia, with glucose rising above 300 mg/dl for over three hours and a lowest glucose of 61 mg/dl; the user self-treated the low with orange juice and later received counseling on the 15/15 rule, and no backup therapy, ketone testing, or medical intervention occurred. Symptoms included sleepiness during hyperglycemia and numbness, impaired thinking, and impacted breathing during hypoglycemia. Outcomes included temporary functional limitation without hospitalization. Investigation included complaint intake review with troubleshooting and education. Investigation of this case revealed no device alarms above 300 mg/dl for over 90 minutes and no device malfunction identified, and the cause of both the hyperglycemia and hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.